Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 due to rectocele and sui. The patient underwent surgical procedures in (B)(6) 2007, and monarc was implanted. Patient also underwent placement of prefyx urethral sling on (B)(6) 2007 for sui. The patient underwent multiple surgeries and revisionary procedures. The patient underwent removal of monarch mesh in (B)(6) 2011 for erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. It is also reported that the monarc subfacial hammock was implanted, but no clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.